Event description:
In the process of administering cefepime. I scanned the patient, scanned the medication vial, associated the medication as a secondary medication, scanned the ns bag that came with the medication, and mixed the vial and saline together. I back primed the secondary tubing with the ns and hung and attached the secondary tubing to the mixed medication and sent the information to the pump. When I went to confirm the settings in the pump, I noticed the chamber dripping at a much faster rate than the ordered rate. I immediately clamped the primary tubing and notified my charge nurse. Manufacturer response for carefusion pump, (brand not provided) (per site reporter). Just notified this morning, no response yet.